Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenotic lesion was located on the vein side of an arteriovenous fistula or a moderately tortuous unspecified artery. The physician advanced the 6.0x40/80 sterling balloon to the lesion and on the first inflation, inflated the balloon to 12atms and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
(B)(6). Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).